Event description:
It was reported the patient received inappropriate therapy during an atrial tachycardia with rvr. Reprogramming changes were discussed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.